Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (calcification of the pml) contributed to the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report a single leaflet device attachment (slda), requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted calcification of annulus and posterior mitral leaflet (pml). The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the pml and remains attached to the anterior leaflet (single leaflet device attachment /slda). A second clip was deployed in the lateral position to stabilize the slda. The physician stated the slda was due to calcification of the pml two clips implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.